Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke and myocardial infarction are known adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, after the stenting procedure with the xact stent in the left internal carotid artery, the patient experienced chest pain after sheath removal that was diagnosed as a myocardial infarction (mi). The ECG showed a new st depression and the patient was found to have stenosis in the left circumflex artery that was conservatively treated with thrombolytic treatment, nitrates, and pain medications. The mi resolved the same day as onset. On (B)(6) 2011, the patient was discharged from the hospital, but returned two hours after discharge with a stroke with right sided facial droop and bilateral arm weakness. The MRI of the brain shows a tiny 4 mm area of restricted diffusion that is compatible with an infarct in the left superior frontal lobe. The carotid doppler found the xact stent to be patent. The stroke symptoms improved upon discharge on (B)(6) 2011. There was no additional information provided.